Event description:
This 47 year old patient had breast implants placed in 1980 and because of contractures she had them replaced in 1981. Since that time she has developed myalgias of the arm and leg muscles as well as arthralgias in her shoulder, neck, elbow, hands and knees. The patient also has tingling and numbness in her toes. She also suffers from fatigue and has experienced a significant energy loss. The patient had a bilateral periprosthetic capsulectomy with removal of implants. The right implant was intact, the left implant was ruptured.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.